Event description:
It was reported that the capsule was retained in the esophagus. The patient still felt the capsule was lodged in the esophagus after 8 days. The physician considered this a delayed capsule drop-off and sought advice on removal techniques. Took the patient for an egd and the capsule had already detached. No intervention needed. There was no patient or user harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule was retained in the esophagus. The patient still felt the capsule was lodged in the esophagus after 8 days. The physician considered this a delayed capsule drop-off and sought advice on removal techniques. The physician was considering removal with a cold snare.